Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the antrum of the stomach during an esophagogastroduodenoscopy (egd) with gastric ulcer closure procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the scope was in a torque position resulting in inability to pass the device down to the stomach. The scope was pulled back in order for the device to pass down the scope and visualize the site. The user then tried to deploy the clip; however, it would not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.